Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced occlusion issue due to bent cannula event on (B)(6) 2026. No further information available.